Event description:
Information received from the field notes that during a routine follow-up, an excessive current drain was noted. The battery data was 2.64v, 97ua, <1 kohms. At implant, the battery data was 2.75v, 74ua, <1 kohms and seven months post implant, the battery data was 2.71v, 104ua, <1 kohms. The patient was pacemaker dependent. Therefore, the device was replaced.